Manufacturer narrative:
Age at time of event - under 18 years.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during the third inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another 6.0mmx40mmx40cm (4f) sterling balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during the third inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another 6.0mmx40mmx40cm (4f) sterling balloon catheter. No patient complications were reported.